Event description:
The customer received questionable antibodies to tsh receptor (anti- tshr) results for an unknown number of patient samples. Data was provided for one patient where the initial result was 1.06 iu/l and was reported outside the laboratory. The result for their in-house thyroid stimulating immunoglobulin (tsi) test was high at 415 (no unit of measure provided.) The customer stated the tsi and anti-tshr result should be comparable, so they repeated the anti-tshr test. The repeat results on (B)(6) 2014 were 2.15 and 2.18 iu/l. The result of 2.18 iu/l was believed to be correct. The customer generated a corrected result after consultation with their medical director. The customer stated there were a "couple of other results where the original result was 1.1 and repeated in the 2 plus range". The customer declined to provide specific data. All of the erroneous results were reported outside the laboratory. The customer did not have access to information concerning if any patients were adversely affected. The anti-tshr reagent lot number was 17616301 with an expiration date of 07/31/2015. After performance testing, the field service representative found the measuring cell 1 photomultiplier tube high voltage (pmthv) needed adjusting. He performed cleaning and rinse of the reagent and extra wash system (ews) systems. He adjusted the sample probe liquid level detection (lld) to specification. A system volume check passed. A photomultiplier tube high voltage adjust and performance checks were good. He performed a successful blankcell calibration.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue could be excluded. The issues found during the service visit could not be confirmed as no analyzer data could be provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).